Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, creas/folding of implant.

Event description:
Healthcare professional reported per customer portal left side "prominent infolding" and "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: crease / folding of implant: not observed. Rupture: observed broken device assessed as fold flaw opening as per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, d1, d2a, d2b, d4, d6a, d9, g4, h3, h4, h6, h11.

Event description:
Healthcare professional reported left side "prominent infolding" and "rupture". Device has been explanted.